Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) tip cover when taking it out of the packaging, it was bumpy, and upon inspection, it was found to be torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory was inspected prior to use. The instrument was found to be torn. The procedure was completed robotically. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory for failure analysis investigation. The accessory was analyzed and found to have tearing near the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.072¿ in length. There are no signs of thermal damage present at the end of any tears evidenced by charring/melting. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory damage did not meet the reportable malfunction criteria. The damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions collisions that can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.